Manufacturer narrative:
Block d.2b; additional applicable product code: qrb.

Event description:
It was reported that the patients lead displayed high impedance, and the patient experienced minor pain and a shocking sensation at the lead site intermittently.